Manufacturer narrative:
We recently revised our MDR reporting procedures based on feedback from a recent FDA audit that was conducted in 2013. Once the changes were made to the procedures, we conducted retrospective review of our product complaints and MDR files. The attached MDR report is being filed as result of those changes we made to our internal MDR reporting procedures. The reporting decision has been changed to malfunction. Upon completion of the investigation, it was noted that two parts of bactiseal catheter were returned for evaluation. One of part of catheter was a medtronic ares catheter, this catheter was not investigated. The other part of catheter was investigated. This part of catheter did not confirm the problem reported by the customer. The 1150mm of catheter was visually inspected and irrigated, no defects were noted. No root cause could be determined as the problem reported by the customer was not confirmed, and no dysfunction of the catheter was found. Review of the history device records confirmed the valve conformed to the specifications when released to stock. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Event description:
The sales rep reported: : dr. (B)(6) tried to flush the catheter prior to implanting and found that the catheter was obstructed by unknown object. This catheters were not implanted. Surgeon used another catheter. No delay in surgery. We recently revised our MDR reporting procedures based on feedback from a recent FDA audit that was conducted in 2013. Once the changes were made to the procedures, we conducted retrospective review of our product complaints and MDR files. The attached MDR report is being filed as result of those changes we made to our internal MDR reporting procedures. The reporting decision has been changed to malfunction.